Event description:
It was reported that this pacemaker system was exhibiting right ventricular (rv) lead impedance measurements above 3000 ohms and triggered a lead safety switch (lss). A previous out of range alert had been exhibited a couple of years ago. In addition, noise was noted. The patient with this pacemaker system was sent to the emergency room due to a supra ventricular tachycardia (svt). This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting right ventricular (rv) lead impedance measurements above 3000 ohms and triggered a lead safety switch (lss). A previous out of range alert had been exhibited a couple of years ago. In addition, noise was noted. The patient with this pacemaker system was sent to the emergency room due to a supra ventricular tachycardia (svt). This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.